Event description:
It was reported the patient's ipg was explanted and replaced. The patient reportedly experiences effective stimulation therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to communicate with the charger. A new charger was sent to the patient, but the issue remains. The patient wants to have the ipg replaced.